Manufacturer narrative:
Medical device: 5076-45 lead implanted: (B)(6) 2005.

Event description:
It was reported that the lead alert triggered, and the left ventricular (lv) lead had high impedance with a suspected anode fracture. There was temporary loss of pacing. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.